Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. The reported tissue damage and expulsion (complete clip detachment) appear to have been cascading events of the reported sdla. Additionally, the reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment, removal of foreign body, surgical procedure, and hospitalization were results of case-specific circumstances, as a snare was used in an attempt to capture the clip, and the patient was further hospitalized to undergo a surgical procedure to remove the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from both leaflets requiring surgical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mixed mitral regurgitation (mr) with a grade of 4 in challenging anatomy. The clip delivery system (cds) was advanced however the leaflets were unable to be grasped therefore the cds was removed. A second cds was advanced and the clip deployed; however mr was unable to be reduced and remained at 4. It was noted imaging was difficult due to shadowing on the posterior side. One day post procedure, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and there was an anterior primary chordal rupture. Per the physician, the slda was due to the patient anatomy. On 1/13/2021 it was noted the clip had fully detached and migrated to the left ventricle. A snare device was used in an attempt to capture the clip however it was lost and ended up in the left femoral artery. A surgical procedure was performed to remove the clip. No additional information was provided.